Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was 396 mg/dl. Subsequently the customer went to the emergency room (ER) with a bg value of 380 mg/dl. Customer was treated intravenously with fluids of saline. The customer was released from the ER one hour later with no permanent damage and the issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.